Event description:
It is reported that a customer was hospitalized due to high blood glucose of over 600 mg/dl. The patient does not recall any significant events that may have led to the high blood glucose. The patient was not wearing the insulin pump while he was at the hospital. The patient was treated for his high blood glucose with a shot of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report: 2032227-2014-09778.